Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated or confirmed. The ventec technician had no difficulties switching between modes or going into the devices settings. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. The reporter advised that the touchscreen would freeze and not allow them to switch between modes or adjust any settings. There was no patient involvement associated with the reported event.